Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ed34-i10t2-us is available in the USA with a 510k number: k192245. We checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we confirmed that the lcb distal cover glass cracked, the operation channel leak, the image shadow in image, and the angulation-right angulation decrease; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.